Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced six infusion set cannula were leaking events on (B)(6) 2024. The events occured after 3 or more hours of insertion. The infusion set had been used just over 24 hours. The insertion site was at the abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.